Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. H6: component code was added: 4755. H6: investigation type codes were added: 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4310 and 4315. The unknown zb screw was not returned. The reported event (screw fracture) is unconfirmed following evaluation. Based on the evaluation, the device malfunction did not occur. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported events. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when they left zimmer biomet. DHR review and complaint history review could not be performed, for the unknown zb screw as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information for the unknown zb screw. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is patient factors/para-functional habits (bruxism) over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : device was discarded by the customer.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that implant #23 had a low profile abutment screw broken.